Manufacturer narrative:
The battery was returned and evaluated. The battery was found to have a low charge capacity. The root cause of the low capacity was aging cells. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to charge.

Manufacturer narrative:
Submitting supplement to correct information submitted in the initial report. The correction is the initial report was submitted in error. There was no evidence of bent pins throughout the battery connector.

Event description:
Submitting supplement to correct information submitted in the initial report. The correction is the initial report was submitted in error. There was no evidence of bent pins throughout the battery connector.